Event description:
It was reported that the customer had a button error alarm. Customer's blood glucose level was 8.0 mmol/l. Customer kept increasing the amount of food and numbers kept going up. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer is going to set up the new pump tomorrow. No additional information provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected numbers ramping during testing. Insulin pump received with cracked reservoir tube lip, case cracked on display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).